Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 9 months and 6 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 20n.cm of primary stability was achieved and the patient presented bone type IV.